Event description:
The customer reported an iris potentiometer error. This error will result a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris center tap wire was evaluated and reconnected. The system was tested and found to be working as intended and returned to service.